Event description:
It was reported that the patient received inappropriate therapy. The patient had atrial fibrillation which the device detected as ventricular fibrillation since the atrial port was plugged (no atrial lead) and the discriminators could not apply to prevent therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).